Event description:
16may2022: customer reported a potential false positive on the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4)) followed by a negative result on the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4)) from lot 22703j on reader (B)(4). A few hours later, customer tested negative with a pcr test. On (B)(6) 2022: customer tested negative on the cue covid-19 test for home and over the counter (otc) use (cartridge sn not provided).

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.